Event description:
According to the information received, the pt experienced intracerebral bleeding in the right parietal cerebral hemisphere that caused dysarthria and sudden paralysis of the left arm. It was reported the pt had taken a double dose of anticoagulant every day for a week prior to the bleeding event. Pt was hospitalized for approximately 3 weeks and treated with medication and physiotherapy. Prior to being discharged to a rehabilitation facility, the pt's neurological symptoms were reported to have "improved".